Manufacturer narrative:
Follow-up #1: date of submission 06/10/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/27/2015 with the following findings: due to continuous use of the pump the black box data and histories for the time of the alleged event have been overwritten. The current pump history showed no alarms or warnings related to the complaint. The pump was able to perform the prime steps without any issue. The available daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and accurately. The force sensor calibration check showed that the pump was detecting the correct force. A 24 hour duration test was successfully completed with no prime issues being duplicated. The alleged issue could not be duplicated during testing or verified in the black box history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the patient contacted animas alleging that he experienced elevated blood glucose (bg) of 300mg/dl with increased thirst and increased urination. Troubleshooting indicated that the patient had changed the site and set three times that day but did not prime to fill the tubing. The patient acknowledged that not priming may have caused the elevated bgs. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.

Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.